Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics just left his house after treating him for a low blood glucose event. The patient's blood glucose was 75 mg/dl earlier in the day and then dropped to 45 mg/dl. The customer felt weak and was becoming unconscious; his blood glucose was 22 mg/dl. The customer's nephew called the paramedics and the paramedics treated the customer with a d50 glucose shot. The customer also drank a fruit cocktail. The customer believes that his basal rates may have been incorrectly set; however, during troubleshooting it was confirmed that the insulin pump settings were programmed accurately. The drive support cap was normal as well. The device was not exposed to any high magnetic fields or mris. The customer did not believe the device was over-delivering. No products were returned or replaced.